Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. A review of the patient¿s treatment records identified that the patient drained 4413 ml during drain four of the treatment. This drain volume is 180% the patient's prescribed fill volume of 2448 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the pdrn stated that the patient had a catheter (not a fresenius product) infection and had their pd catheter replaced. The patient was able to complete the peritoneal dialysis treatment on the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and showed that the front panel bezel gasket was drooping approximately 0.5 inches over the center of the front panel overlay. The view and functionality of the touch screen was not obstructed. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
This file was assessed for the necessity of performing a clinical investigation. There were no reported patient symptoms or serious adverse events associated with this event and the patient reportedly completed the treatment. During follow-up, the patient¿s peritoneal dialysis (pd) nurse stated it was felt the patient was having drain issues related to the pd catheter (not a fresenius product). It was reported that the patient required hospitalization for a pd catheter (not a fresenius product) infection and the catheter needed to be replaced. No further events were reported. Upon clinical review of the available information, there is no documentation that indicates the liberty select cycler caused or contributed to a serious (s3, s4, s5) adverse patient outcome. While the patient did experience a large drain volume during ccpd treatment; there were no reported symptoms or injuries because of the event. Moreover, there is a possibility the patient was experiencing drain issues related to the pd catheter (not a fresenius product). Incomplete drains in prior cycles can lead to subsequent large drain volume. Due to no known consequence to the patient, the completion of a clinical investigation is not warranted at this time. Should additional information become available regarding a serious adverse event experienced by a patient and/or user related to a fresenius device(s) and/or product(s), the need for a clinical investigation will be re-evaluated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.